Event description:
In 2001, the user facility's director of materials management/operating room informed the distributor's sales representative of the following: device was explanted (no reason given as why) and user facility nurse noticed that medication line broken away from device and traveled into patient's heart. Patient transferred next day to another facility for a two (2) hour extraction procedure. Status of patient was not available. The device and a two inch (2")segment of device catheter are to be returned to the manufacturer. The segment of device catheter that traveled to the patient's heart and removed at the other facility is not available to be returned.